Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide information received through follow-up and to provide corrections to the initial (name, email, and phone number). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the device malfunction that lead to the 30 minute delay occurred due to the anti-surge and switching relay printed circuit board assembly. However, no unit was available for inspection and thus no definitive root cause can be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirms the workstation and the transformer is working properly in both rooms.

Event description:
The customer reported to olympus that there was no air and an intermittent black screen on the evis exera iii xenon light source during an unknown therapeutic procedure. There was no error message observed as a result of the failure. The procedure was moved to the next room to use a different wm-dp2 workstation set and later, the light source and evis exera iii video system center were plugged into the wall and started working. The condition of the patient was not impacted by the failure and the problem did not affect the outcome of the procedure. However, the procedure was delayed thirty minutes to troubleshoot. No medical intervention was required as a result of the reported problem. No additional patient harm was reported. The following medwatch reports are related: patient identifiers (B)(6) (wm-dp2 workstation set - this report) and (B)(6) (evis exera iii xenon light source).

Manufacturer narrative:
The device is not being returned to olympus for analysis as it was determined the workstation was the source of the problem and not the light source nor the video system center. It was found the transformer stopped working on the cart of the workstation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. This report has been submitted by the importer under this MDR report number 2429304-2023-00188.